Event description:
It was reported that during shaping of the agility 10 soft guidewire (614179/unk), the tip was damaged thus the device was unusable. The returned device was found to be stretched. It was reported that no further information is available.

Manufacturer narrative:
The returned agility wire was examined and the bonds were found to be intact. The coil distal to the mid-joint was stretched, presumably during shaping. There was a j shape in the tip, but many of the coils in this region were skewed, being over-compressed. Additionally, there was a long bend at the 10cm point. The DHR review could not be performed since lot number appears to be incorrect with no further information provided in response to attempts to clarify. The reported distal tip damage was confirmed; the coil tip was found stretched. The exact cause of these damages could not be conclusively determined, however, the analysis indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The instructions for use warns that guidewires are delicate instruments and should be handled carefully. Special care should be taken when shaping the guidewire tip in order to prevent damage. It is possible that procedural factors, specifically the reshaping process contributed with the reported event and condition of the returned device. No corrective action will be taken at this time.